Event description:
Boston scientific crm received information that this implantable pacing lead exhibited impedance measurements greater than 2000 ohms. Lead previously exhibited increased threshold measurements and high impedance measurements. The pocket was reopened and the measurements were resolved by reconnecting the lead to the device. The lead exhibited acceptable measurements when it was reconfigured to tip to can. No adverse patient effects were reported.

Manufacturer narrative:
The lead was later returned for analysis. This event will be updated when analysis is complete.

Manufacturer narrative:
The physician elected to continue monitoring the measurements. The available information suggests this lead remains in service. Should additional information become available this event will be updated. Additional information was received indicating the lead dislodged during a lead revision for another manufacturer's right ventricular lead. The lv lead was capped and successfully replaced. No adverse patient effects were reported. Should additional information become available this event will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted body fluid in the lead lumen. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
--